Event description:
This spontaneous report was received on (B)(6)-2011 from a consumer (age and gender unspecified) reporting on self from the united states.on an unspecified date, the consumer started using johnson &amp; johnson floss gentle gum care, fluoride for dental cleaning (route-dental, lot number- 0941d, frequency and expiration date unspecified). After an unspecified duration, the consumer went to cut the string and the cutter came off the container.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.